Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "acumen fluid meter did not initialize and displayed bolus volume administered and the error message "flow rate detected too high" was confirmed. Flow meter did not register flow rate. Flow meter initialized but did not register flow rate. No visible damage was observed from the sensor or the unit. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further investigation was perfomed at the manufacturing site. Based on the assessment performed, it can be concluded that there is no objective evidence that reported defects were caused during the manufacturing process. During manufacturing process there are mitigations to avoid this condition. Nevertheless, a personnel acknowledgment related to this complaint was provided to the manufacturing personnel.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use this acumen fluid meter did not initialize and displayed bolus volume administered and the error message "flow rate detected too high", even thought the line was closed and no bolus had been injected into the patient since as per user best practices the line is not opened until the system indicates that a bolus can be injected. Cable was disconnected and reconnected several times and also replaced with a new one without success. The issue was solved when the fluid meter was changed. There was no allegation of patient injury. Patient demographics were unable to be obtained.